Event description:
It was reported that the pump found to had cracked membrane over the downstream occlusion sensor during routine preventive maintenance inspection. There were no patient involvement and harm.

Manufacturer narrative:
Oad ICU medical, inc. 3350 granada avenue north, oakdale, minnesota, 55128, USA. Mmsp ICU medical, inc. 6000 nathan lane north, minneapolis, mn 55442, USA. Regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.